Event description:
Implant was fallen during op. Could not be firmly brought into the screw insturment.

Event description:
Implant was fallen during op. Could not be firmly brought into the screw insturment.